Event description:
It was reported that the patient underwent a posterior thoracolumbar fusion at t2-iliac to treat kyphosis. Sometime post-op, the patient complained of back pain. The patient underwent revision surgery 26 months post-op. The broken rods were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.